Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension, and an infrarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 the patient presented to the emergency room with abdominal pain and rupture. A non contrasting computed tomography (CT) showed an unknown endoleak. The patient was taken to the operating room where a series of angiograms showed a type v endoleak. An active leak was not seen coming from the initial implanted devices. The physician elected to reline the original devices by implanting an additional bifurcated stent and an additional infrarenal aortic extension. The patient is stable.